Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes the during a follow-up session, the pacer paced at 180 bpm when a magnet was applied and returned to the programmed rate~~~~~